Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics assembly. Analysis was unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was exposed to moisture. The customer's blood glucose was 5.6 mmol/l at the time of incident. It was reported that the insulin pump was not working and was trying to dry the insulin pump. It was reported that the insulin pump was working but there was water in the insulin pump. The insulin pump was returned for analysis.